Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a maxforce biliary catheter balloon was used in an endoscopic retrograde cholangiopancreatography (ercp) in the common bile duct (cbd) performed on (B)(6), 2011. According to the complaint, during the procedure, when the physician inflated the balloon, a leak was noticed in the balloon material under fluoroscopy. The procedure was completed with another maxforce balloon. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age, gender, and weight are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.